Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to "fluid leaking." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "fluid leaking" and "implant wouldn't take." Patient additionally reported "kept getting strep infection," and "breast cancer;" these events are not related to the device. Device has been explanted.